Event description:
It was reported that during routine check the batteries of the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4, e1, g4, g7, h2, h6 (evaluation method code), h10.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and verified that the battery in slot 1 was not charging. When exchanged position to slot 2, the battery still did not charge. The stm replaced the batteries and confirmed that both were then charging. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during routine check the batteries of the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement and no adverse event was reported.